Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the lamp from the light source turns off after working 10 minutes. Heat compound is applied insufficiently which makes the lamp faulty. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: based on the facts found out from the investigation, we surmised that the lamp turned off because the application of heat compound was insufficient. As to the cause of the defect, we surmised that handling methods were insufficient. The event can be prevented by following the instructions for use under the following chapter: chapter 6 lamp replacement. Olympus will continue to monitor field performance for this device.